Event description:
The hospital reported that during a coronary artery bypass procedure, during step 1, the hst iii system (3.8mm) handle was significantly stiffer than usual, but they carefully attached and attempted to load it; however, the process did not function properly and the device became detached, rendering it unusable. The product was subsequently exchanged for a new one. According to the photograph provided by the complainant, it appears that the seal got stuck in the loader. No patient harm/effect. There was almost no delay.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.